Manufacturer narrative:
Retainer: black. Customer returned the pump for alleged pump error 43 and pump error 52 alarms reported on (B)(6) 2021. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. No pump error 52 noted during test or listed in the pump history download. No pump error 43 alarms noted during test. Verified pump alarmed pump error 43 on 06/30/2021 23:49:06:000 in pump downloaded history due to corroded motor home switch. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. Pump passed functional testing. No pump error 52 noted during test or listed in the pump history download. No pump error 43 alarms noted during test and verified pump alarmed pump error 43 on 06/30/2021 23:49:06:000 in pump downloaded history due to corroded motor home switch. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were able to clear alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.